Manufacturer narrative:
Na.

Event description:
It was reported, surgeon was using one ball tip guide wire and accidently hit the light. Used another guide wire to replace the one that was contaminated. On (B)(6) 2011, the sales rep was checking through parts used in the surgery and he noticed that one of the guide wires was expired. Not implanted but used during surgery.